Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and customer resumed insulin therapy. Customer reported using lispro insulin and reusing cartridges. Tandem customer technical support informed customer that lispro and cartridge reuse is off label per the user guide. Customer's blood glucose ranged from 54-200 mg/dl. Customer, ultimately reverted to manual insulin therapy.

Manufacturer narrative:
B3, b5.

Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using lispro insulin. Tandem customer technical support informed customer that lispro is off label per the user guide. Customer changed out pump supplies to address the alarms. Customer's blood glucose ranged from 54-200 mg/dl. Customer reverted to manual insulin therapy.